Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was (B)(6) 2019. The patient stated she had a large area of redness under the sensor. She removed the sensor and the area extended to 12 inches in diameter with some purplish discoloration; there was no pain or itching. At the time of follow up contact she stated she had gone to her doctor and was advised to put the sensor on her arm. No medication or other intervention was prescribed. She was no longer experiencing any redness or skin irritation. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.